Event description:
It was reported to medtronic minimed that the customer reported insulin pump was damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed it was reported location of the damage is at the battery side. No harm requiring medical intervention was reported. Product mmt-1885 was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked properly during testing. Unit displayed open book image upon battery installation. Unable to perform displacement test or any functional tests. Unit was downloaded using thump software. Pump history download was reviewed and verified no relevant alarms on or around event date. Unit was cut open and visual inspection performed. The electronic assemblies were inspected, and no anomalies noted. Pump was cut open to perform visual inspection and found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. Unit was received with cracked case (battery tube) and pillowing keypad overlay. Customer concern of cracked case was confirmed when crack on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.